Manufacturer narrative:
Batch review performed on 21-jun-2023 lot 141467: (B)(4) items manufactured and released on 20-jun-2014. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 8 years and 10 months after the primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised successfully the medacta stem and head with a competitor stem and head and revised the medacta liner with a medacta liner.